Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were multiple right ventricular (rv) coil impedance spikes. Additional information obtained via follow-up indicated that the rv lead defibrillation coil fractured. The lead was reprogrammed, and later capped and replaced. No patient complications have been reported as a result of this event.